Event description:
Reference number (B)(4). Event occurred in united kingdom it was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for two days. The blood glucose level was 11mmol/l. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.